Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge cutting on the second shot of the closed lung parenchyma in a thoracoscopic endoscopic pulmonary wedge resection, the stapler did not fire. The surgeon was able to press the green button, but was unable to squeeze the handle. A new reload was used to complete the case. There was no patient injury.